Event description:
Report 2 of 2. The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. The mother was admitted to the labor and delivery unit in active labor. At 0930, the device as programmed to deliver 0.5% marcaine 20ml/100ml via epidural at a rate of 14ml/hr and vtbi (volume to be infused) of 100ml and the delivery was started. At approximately 1010, the nurse noted that the fetus was bradycardic. At this time, the nurse noted less solution than expected in the marcaine container and that device displayed a rate of 124ml/hr. The customer contact indicated that the volume infused was 105ml. The nurse stopped the marcaine delivery. The mother was treated with a bolus of lr (lactated ringers) and administered oxygen. The physician was notified. The mother was treated with three doses of ephedrine 5mg. The customer contact reported that "this was a human error. This was recognized by the anesthesiologist who realized his error. The pt delivered by vaginal birth with no sequelae to pt or newborn." Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. The customer contact indicated the event was the result of an operator error in programming the device. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).